Event description:
A malfunction alarm identified as "malf 1" was reported, but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not have any backup therapy for insulin delivery. Technical support arranged to send a replacement pump with updated software and provided instructions for using and returning the defective pump. The customer was informed about training available in their source account and required actions for receiving and returning the pump.